Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). All the components were removed and replaced with a new aus system. No information about the patient's outcome was provided.